Event description:
It was reported that the patients implantable pulse generator (ipg) shifted within the pocket site following a fall unrelated to the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2025.

Event description:
It was reported that the patients implantable pulse generator (ipg) shifted within the pocket site following a fall unrelated to the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.